Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 90% stenosed, distal right coronary artery. The balance middleweight (bmw) guide wire was not wiped down after being used during predilatation leaving it sticky with contrast and blood product, prior to loading the 3.0x15 mm xience xpedition stent delivery system (sds) onto the guide wire outside the patient. During the attempt to feed the xpedition catheter onto the guide wire resistance was experienced. During the attempt to remove the sds from the guide wire the sds catheter shaft separated in two pieces just proximal to the balloon. This occurred outside of the patient. A new bmw guide wire and a new xience xpedition sds was used to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. The balance middleweight guide wire is being filed under a separate medwatch report #.